Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance greater than 2800 ohms,high capture thresholds 2.8v@1.5mv, and high out of range shock impedance of 150 ohms. During lead integrity testing noise presented on the rv lead. During integrity testing a 1.1j shock was performed, and the shock impedance was 110 ohms. The 41j shock resulted in a code 1005 on the device. Indicating a break in the energy or conductor system. The patient was admitted to the hospital. The device and lead remain implanted. No adverse patient effects were reported. Additional information was received that this right ventricular (rv) lead was explanted. The lead is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This device remains has not been returned, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual examination noted the lead had been severed approximately 14.2 centimeters (cm) from the tip and only the distal segment had been returned. Insulation abrasion damage was noted approximately 8cm from the tip. This region of the lead would have been located inside of the heart while it was implanted. This insulation abrasion was through to the inner conductor coils and because they were exposed, this is the likely root cause of the observed high pacing threshold measurements, noise, and oversensing. Visual inspection also identified significant calcification of the entire distal shocking coil. Deposits of calcium on cardiac lead electrodes have been shown to increase lead impedance measurements. The clinically-observed high pace and shock impedance measurements were most likely a result of the calcification of the distal shocking coil. Continuity testing of the returned segment of lead confirmed it was electrically continuous.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance greater than 2800 ohms,high capture thresholds 2.8v@1.5mv, and high out of range shock impedance of 150 ohms. During lead integrity testing noise presented on the rv lead. During integrity testing a 1.1j shock was performed, and the shock impedance was 110 ohms. The 41j shock resulted in a code 1005 on the device. Indicating a break in the energy or conductor system. The patient was admitted to the hospital. The device and lead remain implanted. No adverse patient effects were reported. Additional information was received that this right ventricular (rv) lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's home monitoring equipment showed a steady increase in the right ventricular (rv) lead pacing and shocking impedance measurements. The pacing impedance was high, out-of-range at 2600 ohms. The lead remains implanted at this time. No adverse patient effects were reported.